Event description:
A pt suffered from leukemia, thrombocytopenia and sepsis. The pt did not receive any anti-coagulant and, twice during the course of crrt, the pt's filter was replaced without returning the blood from the circuit, resulting in a total blood loss of 304ml. The pt received blood transfusions both before and following the circuit replacements. Although it is unlikely the transfusion was attributable to the loss of blood in the circuit, the possibility cannot be dismissed.